Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04644. It was reported that during the implant procedure, when connecting the lead to the device, the screw was unable to be tightened with the torque wrench. Another torque wrench was applied, but the problem was not solved. The wrench could not be pulled out of the helix and had to be removed with forceps. The device was replaced. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Corrected information: this is to retract concomitant medical product--torque wrench.

Manufacturer narrative:
The reported event of inability to tighten the v-setscrew with no click sound was confirmed in the laboratory. Analysis of the v-setscrew and wrenches show wrench insertions were incorrect causing the setscrew to not be tightened. The torque wrench became stuck in the setscrew due to the wrench tip not being aligned to go into the setscrew inset. These anomalies are related to the user¿s use of the wrenches. Device was tested on bench and no anomaly was noted.